Manufacturer narrative:
(B)(4). Multiple MDR's are associated with this reporting. Please also reference: 1825034-2016-01524. The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to cement loosening causing device malposition and allergic reaction. It should be noted the cement is a competitor device. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no related deviations or anomalies during manufacturing. Lab reports provided for inflammation pre-revision and anticoagulation monitoring post-revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.